Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening on anterior, wear abrasion. A visual and microscopic analysis was performed which identified striated opening and crease fold. Base on the device analysis, the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side device rupture diagnosed during surgery. The device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side device rupture diagnosed during surgery. The device has been removed.